Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the transmitter was not being worn within line of sight of the pump. The customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.